Event description:
The user facility reported that a pt passed away while on peritoneal dialysis treatment. No further info is available at the time of this report.

Manufacturer narrative:
This report is being submitted as part of a system level review. Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department has requested patient medical records and a plant investigation will be performed. A supplemental report will be submitted upon completion of the physician's assessment of the reported info and the plant's investigation. This medwatch report is associated with MDR #1713747-2017-99911.